Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damage by another device was due to procedural condition. The complete clip detachment (ccd) was a cascading effect of the dislodged clip. In this case, based on the information reviewed, the reported device damage by another device was due to procedural condition. The (ccd) was a cascading effect of the dislodged clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report damage by another device, and compete clip detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. A second clip was deployed lateral to the first clip to further reduce mr. Both clips were deployed close together; and therefore, a decision was made to place a vascular plug in between the two clips to treat the remainder mr that was in the middle of the two clips. However, after a wire and sheath were advanced down the middle of the two clips, the sheath became stuck with the gripper of the first implanted clip. When the physician pulled the wire and sheath back, the first clip came off both leaflets. The clip remained stuck with the sheath and both the sheath and clip were able to be removed together with the wire. The procedure ended this point. The second clip remained stable on both leaflets. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.